Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Hcp additionally reported at poy1, patient experienced "bcva loss of 2 lines of vision (20/25 to 20/40)." Event status is unknown. Device remains implanted.

Manufacturer narrative:
Continued d.10. Concomitant therapies: losartan/hctz; meloxicam; calcium; azo cranberry; azelastine nose spray; lutein; vitamin e; align probiotic; vitamin d3. Continued h.6. Health effect - impact code: f22. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of intraocular foreign body is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient underwent xen®45 gts implantation in the right eye. At pod2 visit, subject presented with a shield over the eye reporting a foreign body sensation under the lid. Iop was measured at 4 mmhg, then at 8 mmhg two minutes later; a third measurement was taken and averaged at 6 mmhg. Patient experienced relief from foreign body sensation when proparacaine/fluress was administered for tonometry exam. Device remains implanted. Patient experienced toothache on pod21 and urinary track infection on pod27; both events have been deemed not device related.

Manufacturer narrative:
Additional, changed: b7.

Event description:
Healthcare professional reported a clinical patient underwent xen®45 gts implantation in the right eye. At pod2 visit, subject presented with a shield over the eye reporting a foreign body sensation under the lid. Iop was measured at 4 mmhg, then at 8 mmhg two minutes later; a third measurement was taken and averaged at 6 mmhg. Patient experienced relief from foreign body sensation when proparacaine/fluress was administered for tonometry exam. Device remains implanted. Patient experienced toothache on pod21 and urinary track infection on pod27; both events have been deemed not device related. Hcp additionally reported at poy1, patient experienced "bcva loss of 2 lines of vision (20/25 to 20/40)." Event status is unknown. Device remains implanted.